Manufacturer narrative:
H.6. Investigation: customer returned a photo of a bd 1/2cc safetyglide insulin syringe with the blister pack from lot # 8087635. Customer states that the barrel is broken. The attached photo was examined and exhibited the hub-needle-shield/safety mechanism separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 8087635. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Potential root cause for safety mechanism separates: incomplete seating of the safety mechanism onto the hub due to a jam or misalignment during assembly.

Event description:
It was reported that the syringe 0.5ml 30ga tw 8mm bls 400 sg experienced a failure to contain medication. The following information was provided by the customer: verbatim: ¿ barrel broken " see pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Event type: failure of product to contain medication(i.e. Crack, hole, cut, etc.)/ malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 30ga tw 8mm bls 400 sg experienced a failure to contain medication. The following information was provided by the customer: verbatim: ¿ barrel broken. " see pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Event type: failure of product to contain medication (i.e. Crack, hole, cut, etc.) / malfunction.